Event description:
The pt had one revision due to "holes" in the catheter. The pt now had a confirmed "clog" in her catheter and was working with her healthcare provider to schedule another revision. Additional info has been requested; a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a revision to her catheter performed on (B)(6) 2010. At that time, there was a leak near the connection of her catheter and pump. Following the (B)(6) revision, the patient experienced headaches. There was no evidence of a csf leak, so a CT scan was done and did not reveal any reason for the headaches. The patient was given a blood patch and caffeine drinks, neither of which helped. The patient continued to have headaches, so she was referred to a neurosurgeon. The neurosurgeon performed a dye study and it was discovered that there was a blockage in the catheter. The patient still experiences a lack of therapeutic effect, but had not been in withdrawal because she was also taking oral methadone. She will return to the physician for evaluation of a "knot" on her back near her scar to determine if it is seroma or a csf leak, or something else. The patient was scheduled to have another catheter revision on (B)(6) 2011. The medication in the patient's pump was hydromorphone 3.1 mg/day and bupivicaine 2.3 mg/day. It was stated that the patient was "doing okay, but not great."

Manufacturer narrative:
Product ID: neu_unknown_cath, lot# unknown, product type catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID: 8840, serial# unknown, product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving intrathecal hydromorphone at 3.1 mg/day and bupivicaine at 2.3 mg/day. The concentrations and lot numbers were unknown. A catheter blockage was reported and confirmed. The patient stated that the health care provider (hcp) said she had a ¿clog¿ in her catheter. The patient was working with her hcp to schedule a catheter revision. The patient had already had one catheter revision due to holes in the catheter. Additional information was received from the hcp. The patient had a revision to her catheter performed on (B)(6) 2010. At that time, there was a leak near the connection of her catheter and pump. Following the september revision, the patient began experiencing headaches. There was no evidence of a csf leak, so a cat scan was ordered. The cat scan did not reveal any reason for the headaches. The patient was given a blood patch and caffeine drinks, neither of which helped. The patient was also receiving oral methadone. Because the patient continued to have headaches, she was referred to a neurosurgeon. The neurosurgeon performed a dye study and it was discovered that there was a blockage in the catheter the patient was scheduled to have another catheter revision performed on (B)(6) 2011. The patient was currently experiencing a lack of therapeutic effect, but no withdrawal because she still received oral methadone. The patient was scheduled to come back to see the hcp because she had a "knot" on her back near her scar. The hcp would examine the knot to determine if it was a seroma or a csf leak, or something else. The patient was doing okay, but not great. Additional information was received from the hcp. The preoperative and postoperative diagnoses for the patient¿s (B)(6) 2010 surgery were lumbar post laminectomy syndrome, failed intrathecal opioid pump. Procedures performed included revision of the intrathecal opioid pump and catheter, epidurogram, pump refill and reprogramming by the hcp. The patient lost about 10ml of blood. The patient received general and local anesthesia with lidocaine 1.5% with epi 15 ml. The patient had postop laminectomy syndrome. The patient had a previous intrathecal pain pump. The pump had a crack in the catheter that was demonstrated in a separate side port myelogram done previously. At this point, the hcp discussed with the patient various options, risks, benefits, and alternatives discussed in full details including risks but not limited to possibility of hemorrhage, post puncture headache, infection, spinal cord damage, permanent nerve damage, partial nerve damage, infection, catheter migration, inability to get the catheter out. The patient understood. Informed consent was obtained. Ancef 2g was given in the preoperative area. The patient was taken back. General anesthesia was administered. The patient was moved to be in the prone position. Pressure points were padded and checked a couple of times. After that back was prepped and draped in sterile fashion following dutaprep x2. Under fluoroscopic guidance prior to incision, the side port myelo-epidurogram was done showing contrast leaking around the connection part in the back and some leakage toward the epidural space. At this point, after that, a cut was done at the mid back using a size #11 blade. Extra caution was taken at the incision while the hcp was going through the fascia not to discard the catheter. The catheter was seen. Stitches were removed completely from anchoring and the purse stitch and catheter was withdrawn intact from the intrathecal space. After using a 14-gauge tuohy needle provided by the device manufacturer, the intrathecal space was approached. Upon reaching the intrathecal space after the next position, blood with clear fluid was coming. The new catheter was fluid¿filled ta. After that, the first stitch was placed around the needle, but too old, the needle was removed with the guidewire. Free floating csf was normal. The catheter was cut, and then using the connector from the device manufacturer, they connected 2 ends of the catheter at the back. They checked again for free floating csf. Prior to closure, a myelogram was done showing the catheter at about le vel t10-11 with good free floating contrast along the back. At this point, using 2-0 silk ties, the hcp tied the 2 ends of the catheter on the anchor. Then anchor was stitched with 2-0 silk stitch toward of the fascia of the back. With no evidence of leakages, another contrast myelogram was done, showing good contrast with no evidence of leakages. Atthis point, the hcp would start closing after irrigating the wound with bacitracin irrigation and controlling bleeding with cautery. At this point, the hcp used vicryl 2-0 closed with subcutaneous tissue and then followed by monocryl 4-0 for the subcuticular incision. The same was done with a small incision around the pump to confirm the catheter positioning and closed in the same way. The pump was refilled and reprogrammed to deliver dilaudid 1 mg/day. The dressing was put intact. The patient tolerated the procedure well. In the recovery area, the hcp had a lengthy discussion with the patient regarding the pump restart dose, possible spinal headache. The patient was counseled in full detail regarding post puncture headache. The patient understood that the hcp was going to follow up. It was noted in the patient¿s perioperative flowsheet that the patient¿s skin was warm, dry, and pink. The patient¿s medications included 0942 versed 2 mg ivp (intravenous p ush), 0915 versed 2 mg ivp, 0915 fentanyl 50 mcg ivp, and 0918 ancef 1 gram ivpb (intravenous piggy back). An EKG was done on 2010-07-07. The patient had hypertension on prescription. They were not hearing or vision deficient. Their teeth were intact. The patient was ambulatory. Their neurological status was noted as alert, oriented, calm, cooperative, and anxious. Their gastrointestinal status was checked for ¿nothing by mouth.¿ their cardio-vascular status was regular, and the pulse check/lungs were checked. The patient was a smoker (1/2 pack per day). The patient¿s blood sugar was 104. The patient¿s pregnancy test came back negative. The patient¿s ¿rate¿ was 8/10, blood pressure was 144/87, temperature was 97.6 degrees, pulse was 80, respiratory rate was 16. A history and physical examination was completed, and the operative site was marked and verified. The postanesthesia care unit record indicated the anesthesia technique used was general anesthesia. The patient was given ancef at 918 and toradol was given at 1115 am. The patient was admitted to the post anesthesia care unit. The patient¿s skin was warm and dry. The lumbar and back dressings were dry, test results at 1213 were: respiratory rate 20, temperature 97.2 degrees, airway=patent, level of sedation (los) 0-5=2, pain scale 5, spo2% was 99. Test results at 1230 were: respiratory rate 18, airway=patent, level of sedation 0-5=asleep, spo2% was 99. Test results at 1245 were: oxygen=3l, respiratory rate 16, airway=patent, los 0-5=3, pain scale 5, spo2% was 99. Test results at 1302 were: oxygen=2l, respiratory rate 14, airway=patent, los 0-5=2, spo2% was 97. Test results at 1315 were: oxygen=room respiratory rate 16, airway=patent, los 0-5=1, pain scale 2, spo2% was 95. Test results at 1325 were: oxygen=room, respiratory rate 16, airway=patent, oxygen=room, los 0-5=1, pain scale 2, spo2% was 99. Test results at 1425 were: respiratory rate 16, temperature 97.2 degrees, airway=patent, level of sedation (los) 0-5=2, pain scale 2, spo2% was 98. The patient¿s pulse was present. Capillary refill was noted as less than three seconds, and the patient had mobility of digits. Additional medications included 1350 zofran 4 mg ivp, 1415 lortab one tab by mouth,1350 IV (intravenous) # 3 1000 cc 0.9 normal saline. At 1213, the patient felt cold. The patient had a stuffy nose. Warm blankets were applied. The IV (intravenous) site left wrist without redness. Ice chips were given. The patient was laying on their right side. The hcp was at the bedside. The patient complained of nausea. At 1220, there were no changes. The patient was sleepy at 1235. At 1400, the patient felt better. The nausea the patient experienced was gone, and they were eating crackers. At 1410, the patient¿s pain was a 2-3/10, and home care instructions were reviewed. At 1425, the patient was ready for home. The patient was discharged (in a wheelchair) from the post anesthesia care unit on (B)(6) 2010 at 1430. The patient¿s vital signs were stable, and they were dressed, to wheelchair and then car. The patient¿s chart said to watch for a spinal headache. Oral fluids were tolerated. The patient¿s gait was steady. Discharge instructions were given and explained to the patient and a responsible adult friend. The patient was given a cleocin prescription. The patient was reassessed and met the criteria for discharge. The patient was given toradol and ancef. The patient was discharged per out-patient anesthesia criteria. The patient had no known allergies, and was given a nacl IV solution. The operating room time started at 0948 and stopped at 1213. The anesthesia time started at 0948 and stopped at 1213. The surgery time started at 1020 and stopped at 1210. The cart/or table was locked, and a safety strap was applied. The pain pump was sutured in place in the patient¿s back. Fluoroscopy equipment was used. The patient¿s body temperature maintained. Manufacturing representatives were present in the room for the surgery. Medication was inserted to the patient from the manufacturing representatives. The patient had no respiratory problems. The documents contained illegible information. The cause of the blocked/damaged catheter was unknown.